Event description:
It was reported the patient's ipg was not stationary in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor secured the ipg within the pocket. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.